Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (500 mg/dl), and high levels of ketones. Customer stated that elevated bg's are due to being sick. Customer delivered a bolus to stabilize blood glucose levels and will be reverting to manual injections. Customer declined to perform troubleshooting with tandem technical support.